Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) on the screen and pump was not working and loose drive support cap as the drive support cap was damaged. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform all functional testing including the self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to missing segment. The original lcd board was removed and replace with a test lcd board. No anomalies was notice after battery insert. Problem isolated to lcd board. The customer¿s complaint loose drive was not confirmed. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. However, there is no data available on ( 25-jun-2024), unable to perform data analysis for loose drive complaint. The following were noted during visual inspection: cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Missing segment and partial display damaged was confirmed on the lcd board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.